Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment was alleged to be cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked from the top above the grip pad to the cover. Unrelated to the original complaint, the threads of the returned battery cap were found to be stripped. The returned battery cap was unable to properly secure to a test pump.